Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation found that the c resin part of the image guide pipe falls off. It was also found that water tightness was lost due to a cut on the connecting tube and a pinhole on the bending section cover. In addition it was found that the connecting tube¿s coating was peeling, the light guide bundle was slipping down and the video cable and video cable protector section had stains. Scratches were also found on multiple components. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The root cause of the issue cannot conclusively be determined. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. According to reviewing the instruction manual for damage at the time of product shipment, the following was found. It is determined that the indicated phenomena can be prevented by this. Caution do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not twist or bend the insertion section forcefully. The insertion section damage may result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. If the endoscope is dropped or the distal end is impacted forcefully, some damage may occur even if there are no scratches or chips on the lens of the distal end. Stop using the endoscope and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not place or press the video connector or light-guide connector on top of the insertion section during transporting or reprocessing. Equipment damage may result. Turn the video system center off before connecting or disconnecting the video connector to/from the video system center. Turn it on or off only when the video connector is connected to the video system center. Failure to do so can result in equipment damage, including destruction of the ccd chip. The endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the video scope has an image defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: resin part of the image guide pipe falls off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.